Manufacturer narrative:
The reason for this revision surgery was reported as the reverse shoulder prosthesis head falling off the baseplate. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was sent out for testing and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material report associated with this product: (B)(4). A review of the product complaint report history shows there are (B)(4) complaints against this family of products; (B)(4) correspond to part number 508-36-101. The root cause of this failure investigation is limited in scope since the products from the revision surgery is not made available to djo surgical for examination. Some potential factors that can contribute to this event include: soft tissue impingement, fluid on the taper surfaces, trauma and excessive range of motion, loading of the shoulder prosthesis such as carrying heavy weight or carrying a heavy extended load. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the head of the reverse shoulder prosthesis falling off the baseplate.